Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 1188845. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were not available for return, a thorough sample analysis could not be completed. Based on the limited investigation results, an exact manufacturing related cause could not be identified for this reported incident. This is the first report received for this type of defect on lot number 1188845. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that one bd posiflush¿ pre-filled saline syringe the scale marking was missing and 1 had double print. The following information was provided by the initial reporter, translated from french to english: 1 pre-filled syringe without graduation and 1 double graduated syringe.